Event description:
During a surgical procedure, a pt received a burn from the cautery pencil.

Manufacturer narrative:
The incident occurred during a breast case. It was reported that a standard tip was switched during the case to an extended tip. The pencil was stored in a holster when not in use. As it was being used during the procedure, the pt was burned by what appeared to be metal exposed by a crack. The pt suffered a 1st to 2nd degree burn measuring about 5cm which the facility reported was the same size as the crack they found on the pencil. The burn was treated with medication and no surgical intervention was indicated. The facility has not returned the device for evaluation. It is not known which tip was being used when the burn occurred. A root cause cannot be determined at this time. However, due to the reported burns which resulted, this MDR is being filed.